Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08630 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 600 mg/dl. Customer was treated with insulin drip. Customer had vomiting. Customer stated that the insulin pump was not working. The insulin pump will not be returned for analysis.